Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9510-01 arthrex univers revers¿ version rod, serial/batch number (B)(6), was received for evaluation. The device arrived for evaluation separated from the ar-9510-02. Visual inspection revealed that the threaded tip of the device was broken off. The evaluation of the threaded tip discovered nicks and bends in the threads. Functional testing was not performed as the device is damaged. The most likely cause of the reported failure is user error, specifically applying excessive force through leveraging or prying the device.

Manufacturer narrative:
Additional information: b5, d9, g3.

Event description:
Update kpilz 03-dez-2024: further information were received that the device broke during a shoulder prothesis surgery. The device broke outside of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device broke. The device is still stuck in the device ar-9510-2, batch: 052246-r. The surgery was finished successfully. No further information received.